Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Rhythmcare recommended device replacement and provided the options that this device may remain implanted and will continue to be monitored at this time. A safe replacement window was provided for replacement. No adverse patient effects were reported.